Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00154 and (B)(4).

Event description:
It was reported that after two attempts to insert an intra-aortic balloon (iab) both ruptured on insertion. The first immediately ruptured on insertion with a large amount of blood in the tubing. The iab was taken out with no difficulties. A second iab was inserted and the same event occurred. There was no patient death and patient condition noted as critical.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00154 and (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends.

Event description:
It was reported that after two attempts to insert an intra-aortic balloon (iab) both ruptured on insertion. The first immediately ruptured on insertion with a large amount of blood in the tubing. The iab was taken out with no difficulties. A second iab was inserted and the same event occurred. There was no patient death and patient condition noted as critical.